Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon waking up from anesthesia the patient was combative and transferred to a recovery bed. Five minutes later the patient became asystolic and a code was called. It was believed the patient had an ischemic event. It was noted that the patient had no indication for pacing previously. The device was delivering shocks during CPR, therefore the physician ordered the field representative to program the device off. The physician placed a temporary wire and established normal sinus rhythm. The following day, the patient was taken to the cath lab for a right and left heart catheterization and died while in the cath lab. The medical staff inquired why the device did not shock. The field representative explained that the device had been programmed off per the physician's request. The field representative was unable to confirm if the procedure contributed to the patient's decompensating condition post-implant. The field representative stated the patient was very ill prior to the implant and may not have tolerated the procedure. The field representative was not aware if the device was explanted after the patient passed away.